Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a left shoulder stabilization procedure, when the surgeon was attempting to pass the "accupass left curve 45°" through labrum at 5 o'clock position, the nylon loop could not wind out despite surgeon continuing to scroll the wheel. Therefore, the accupass was removed from the joint and nurse attempted re-threading a new nylon loop, re-straightening the nylon, off-setting limb lengths, and it still did not slide out despite turning the wheel. A back up device was available and finally, the surgeon was able to finish the case after with no significant delays. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.